Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was not firing & not opening, another gun was opened and worked fine instead no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? -no, gun would not close before fitting it down the trocar. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Handle would not close when trying to close the jaws to put it down the trocar so second gun was opened. Did the jaws eventually open? Could you please clarify if there were any patient consequences? None. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None.